Event description:
The manufacturer received information alleging that the patient reported headaches and shortness of breath. The device was also reported to be too hot to touch. There is no allegation of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.